Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a radical mastectomy procedure, the device cut the vessel; it did not clip the vessel. A small amount of bleeding was observed. Reusable clip applier was used to control the bleeding. There was no adverse patient impact was reported. Additional information received on 2/1/2010: the surgeon also cauterized the vessel to help stop the bleeding. Additional information received on 2/3/2010: surgeon experienced the following issue: "clip doesn't advance into the jaws of the instrument. Applier cuts the vessel due to the failure of the clip to advance. Unformed clips out of the device. Unclear how they came out of the device.